Event description:
The patient claimed there is insulin smell in the cartridge container when replaced the cartridge. Reportedly, she is unable to see where the leakage is coming from. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the alleged leakage in the cartridge compartment.

Manufacturer narrative:
(B)(4): no defect was found with the returned product. The cartridge passes visual inspection, no damage or defects were noted to the luer connection or o-rings. .a fill test was completed with no air bubbles being formed inside the cartridge. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.